Manufacturer narrative:
Alleged failure: serfas energy device shattered into small fragments inside the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force used when inserting or removing the probe, the probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry/torque or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved and the procedure was completed successfully.